Event description:
It was reported by the facility that 4 mitek meniscal appliers failed to deploy in the same case. The case was concluded successfully without further incident. However, because of the failures the case was extended for a considerable amount of time with the patient under anesthesia.